Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to high blood glucose over 600mg/dl. It was stated that the events leading to his admission was nausea and vomiting. The programming, time, and date were correct. Reviewed the alarm history and found multiple no delivery alarms. It was stated that the infusion set was changed to resolve the issue. Ran a fixed prime and high pressure test and they passed. No further info was provided.